Manufacturer narrative:
(B)(4). Investigation summary the analysis results showed that one gst60d cartridge reload was returned unfired with 10 double drivers and three single drivers missing, making the reload non-functional. No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what caused the drivers to be out of position. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Upon visual inspection of three photos, the following was observed: the first and second photos show a device in the hands of a user and the device can be seen with the closing trigger in the closed position. The third photo shows a gold reload from the pan area and the sled can be seen in the home position. Some drivers that appear to be missing were noted in middle part of row. Based on the photos reviewed, the event described of "staple retaining cap issue" is confirmed, however, no conclusion or root cause could be determined.

Event description:
It was reported that during a lung segment operation, the surgeon open the gst60d reload packaging and the staple drivers fell off, so they changed to another device for the surgery. But the gun would not fire and had no motor sound. The surgeon removed the battery and rotated it 180 degrees and reinserted the battery. The device still would not fire and didn't have any motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information can be provided.